Event description:
It was reported that one week after implant this right ventricular lead exhibited loss of capture. An x-ray was performed and the lead had dislodged. Subsequently, this patient underwent a revision procedure and this lead was successfully repositioned. No additional adverse patient effects were reported. This lead remains in service.